Manufacturer narrative:
The oad was returned with the guide wire engaged and stuck. Review of the device data log identified a stall event during the procedure. Analysis of the fractured driveshaf filars found evidence that the oad was spun under an elevated stress condition resulting in the damage. The root cause of the fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth 360 peripheral orbital atherectomy device (oad) was used for treatment in the common femoral. The oad was spun on low speed and medium speed without issue. While spinning the oad on high speed, the oad stalled and became stuck on the viperwire advance guide wire. Both the oad and viperwire were removed together. The vessel was rewired with a non-abbott guidewire and angioplasty was performed to complete the procedure. The patient was stable. Additional information was received during device analysis that indicated the driveshaft fractured.